Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had drive support cap was sticking out. Customer's blood glucose level was unknown. Customer states drive support cap was loose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with detached end cap. Device received with all no button response due to flattened button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to perform displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response. No loose drive support cap noted during visual inspection.